Manufacturer narrative:
Evaluation: results: evaluation of the returned product found that there was an open slider on the patient access of panel side b. Note: the instructions for use state never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slide is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the patient will be able to open the panel and fall. Never use the bed if a zipper slider is bent open or damaged as this may prevent the zipper from closing securely. Never use the bed if a zipper slider is damaged or the pull-tab is missing or broken. (B)(4).

Event description:
Customer reported that the large access panel has broken zipper teeth towards the top of the window. No patient incident or injury was reported.